Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was insertion difficulty when using the involved angio-seal device. After a pci (percutaneous coronary intervention) a pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6mm. The size of the sheath ancillary used was 7fr. When the angio-seal device was inserted into the insertion sheath, the device did not fit to the insertion sheath. The angio-seal device was then withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. Blood loss was reported to be less than 250cc. Hemostasis was successfully achieved by manual compression for 30 minutes. There was no health damage to the patient. There was no equipment or other devices used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8 fr angio-seal sts device was returned for evaluation. The angio-seal carrier tube assembly was received mated with the hemostatic sheath. The tamper tube was returned separately. The plastic pouch was returned as well. Visual inspection revealed no anomalies on the returned carrier tube assembly. The carrier tube assembly was mated and locked with the hemostasis sheath and was in the full rear lock position. The tube was removed from its mated position and the carrier tube outer diameter and the hemostasis sheath inner diameter were measured and confirmed to manufacturer specification. Based on the returned device, the reported event cannot be confirmed. The returned device was the normal product. The exact cause of the event experienced by the user cannot be determined.

Manufacturer narrative:
The actual device has been returned for evaluation. A follow up report will be submitted once the investigation is complete.